Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that in preparation for an interventional procedure, a sterile package was compromised. The sterling 1.5mm x 20mm balloon was removed from the cardboard box and the sterile pouch was not sealed. The procedure was completed with another unspecified device. No patient contact. The patient's status is unknown.